Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst commented that the outer insulation is breached at 16 and 20cm. Concomitant products: c6tr01, crtp, implanted: (B)(6) 2015; 419388, lead, implanted: (B)(6) 2008.

Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.